Manufacturer narrative:
The electrode serial numbers were not provided. The field service engineer (fse) verified gear pump pressure, wash levels, probe alignment, and sipper and nozzle placements, decontaminated and primed the flow path, and performed ion-selective electrode (ise) checks. Precision, calibration, and qc were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable chloride (cl), sodium (na), and potassium (k) results for 25 patient samples on a cobas 8000 cobas ise module (double). The customer provided an example of discrepant results for 3 patient samples tested. The customer was prompted to repeat the patient samples as the initial results were critical and did not match the patients' clinical pictures. For sample 1, the initial cl result was 110 mmol/l and the initial na result was 149 mmol/l. The sample was repeated on another analyzer, and the repeat cl result was 98 mmol/l, and the repeat na result was 135 mmol/l. For sample 2, the initial cl result was 118 mmol/l and the initial na result was 152 mmol/l. The sample was repeated on another analyzer, and the repeat cl result was 105 mmol/l, and the repeat na result was 141 mmol/l. For sample 3, the initial cl result was 110 mmol/l, the initial na result was 149 mmol/l, and the initial k result was 4.5 mmol/l. The sample was repeated on another analyzer, and the repeat cl result was 97 mmol/l, the repeat na result was 135 mmol/l, and the repeat k result was 4.0 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The calibration and qc recovery data provided was within specification on the day of the event. The alarm trace did not contain a conspicuous event. The service maintenance actions performed by the fse resolved the issue. The root cause of the event could not be determined.